Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 8709 catheter, implant date: (B)(6) 1999; 1688t lead implant date: (B)(6) 2006; 863720 neuro pump implant date: (B)(6) 2014; ddbb1d4 ICD implant date: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was undersensing the r-wave. The rv lead was repositioned and a more reliable sensing position was obtained. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.